Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room and hospitalized due to high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level at the time of hospitalization was 560 mg/dl. Customer¿s blood glucose level at the time of call was 291 mg/dl. Customer stated that they were tried to down blood glucose level by giving manual injections but it would not came down. Customer stated that they were having symptoms like confusion, feeling sick, flue-like headache, tired, altered vision, extremity pain, cramps, increased thrust and dehydrated throwing up at the time of hospitalization. Customer stated that insulin pump had no delivery alarm and motor error alarm. Customer stated that no delivery alarm was resolved by changing complete set. Customer stated that they were able to clear the motor error alarm and able to rewind the insulin pump. Customer stated that insulin pump was exposed to high magnetic field. The device will be returned for analysis.